Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was unknown. Customer stated the device was exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor. No moisture damage was found on the keypad assembly. Blank display not confirmed. Pump received with end cap address label missing.